Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported they seemed to have been getting a shock now and again from their stimulator. The patient reported that about a month to a month and a half ago they switched programs and that with the previous program, they had the urge to go to the bathroom but they hadn't been able to tell whether they had to urinate or defecate. Now, with the patient's current program they weren't getting the urge to go at all (that it was "you go now, all of a sudden,") with this program and that a week to a week and a half ago they upped their stimulation level on that program and that's when they began feeling the jolting/shocking sensation when they had to go to the bathroom. The patient described the sensation as sharp, like someone was turning it "up up up" and then "down down down" really fast and that this sensation now happens sporadically whether or not they had the urge to go to the bathroom. On the call patient services assisted the patient in making a change to another program and the patient increased the stimulation to where they could feel it comfortably in the bike seat area. The patient mentioned they felt the stimulation in different parts of the bike-seat area depending what program they were on. The patient also asked if it was at all possible that a "node got separated from the nerve," and patient services explained activities and their potential impact on the implanted system. The patient mentioned that they did recently lift a metal 10x10 metal shed from a crouched on the ground position but did not allege it had any impact on the therapy or the implanted device. The patient stated all in all, they'd received an 80% reduction in their symptoms but also stated that recently they also had to begin self-cathing 3 times a day. Patient services asked the patient if this was around the same time they'd made their recent stimulation increase but the patient was uncertain on the dates for when this began. They said it was since the end of (B)(6) 2022 but could not clarify the date further because they dropped the call to take a call from the hcp before they could figure it out. The patient was going to monitor their symptoms now that a change had been made and would follow up with their health care provider (hcp) for further concerns about their implant and therapy effectiveness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked if the cause of the stimulation being too high was determined, they circled "unknown." When asked what most likely caused or contributed to this issue they replied that they had squatted down and lifting with their legs, turned a 10' x 10' metal shed back upright which weighed approximately 80 pounds. When asked what steps were taken to resolve the issue they said a technician walked them through the process of changing channels. The issue has been resolved. When asked if they experienced urinary retention prior to the device they responded, "yes." When asked if their retention worsened as a result of the device therapy they circled "unknown." The patient replied that the percentage of retention prior to device implantation is unknown when asked if worsened, how? When asked if catherization was their standard of care prior to the device they responded, "no, but it is presently."